Manufacturer narrative:
Patient medications: diflucan, niacin, flomax, vitamin c & d, multi vitamins, and fish oil. (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: component migration.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow up images revealed a dilatation of the aorta 16mm below the renal arteries and proximal to the excluder (B)(4) implanted graft. During the procedure on (B)(6) 2014, the physician noticed there was thrombus in the aortic posterior wall and this may be the cause of the dilatation. There is no aneurysm sac enlargement. Images revealed that the device has migrated: the review states the length from the lowest renal artery to the proximal end of the implanted trunk appears to have changed from (B)(6) 2014, 9.4mm to (b)(6 2014, 15.4mm. On (B)(6) 2014, the physician reintervened and implanted two pxa devices proximal to the implanted (B)(4) device, excluding the aortic dilatation. Due to the disease of this area of the aorta and the proximity to the right renal artery, it was planned to create a chimney and implant a viabahn device into the right renal artery. The physician also implanted an iliac limb extender to extend into the left common iliac artery which was diseased. The left hypogastric artery had been embolized on a previous date. The patient tolerated the procedure.